Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported "left axillary lymphadenopathy with variation in shape and volume of the ipsilateral breast" and capsular contracture, baker grade iii, the device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported "left axillary lymphadenopathy with variation in shape and volume of the ipsilateral breast" and capsular contracture, baker grade iii, the device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy, granuloma, and silicone migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii , lymphadenopathy, granuloma, and silicone migration.